Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient suffered a supracondylar fracture of the femur. On (B)(4) 2012, patient was in the operating room for dfn procedure. It is reported that during the procedure, a gray and oily fluid was leaking from the reaming attachment for the trauma recon system. It is reported that this did not become a serious problem, although a nurse did have to wipe the leaking substance off of the device at one point. No further information is available at this time. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.